Event description:
The patient reported being unable to feel the therapy. X-rays were taken and confirmed that the leads had migrated from the bilateral l3 transverse processes. Reportedly, the patient has a high body mass index (bmi) and has difficulty getting around and getting up from sitting. A review of the intraoperative imaging and post-implant imaging confirmed that both leads were displaced. There was a difference in loop location between intraoperative imaging and post-fluoro imaging, with the loop and resulting lead pulled down an entire 1-2 levels when the patient was standing. The loop likely moved with the skin, displacing both leads due to the large bmi. The patient underwent a revision procedure to replace the two leads. Both leads were removed completely, and two new leads were implanted without complications. There were no functional issues with the removed leads, and they were discarded at the facility. Therefore, no actual device evaluation could be performed. The device history record was reviewed. No relevant nonconformances were found. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml # (B)(4).